Event description:
It was reported that customer experienced broken pump screen, and the pump powered on but the display remained black and unusable. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.